Manufacturer narrative:
Block h3: the visions catheter was returned without the non-philips guidewire. Visual inspection found a damaged inner member and a zipper-like tear from the guide wire exit port to the distal shaft. Microcables and core wire were exposed, but were inside the distal shaft with no sharp edges or missing material observed. During functional testing, the catheter failed the guidewire movement test due to resistance. Block h6: the probable cause of the removal as a system could not be established due to the damage observed. Manipulation, impact, and applied pressure associated with use and handling can further affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the visions catheter was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a diagnostic peripheral procedure in the mid tp trunk. While advancing to the lesion, resistance was encountered and decision was made to remove the catheter. However, it became even more difficult to withdraw the catheter from the non-philips guidewire; therefore, was removed as a system. Upon removal, it was noticed that the rapid exchange port on the catheter was compromised. The lesion was re-wired and a new visions catheter was used to complete the procedure with no patient injury reported. This product problem is being submitted because the visions catheter and a non-philips guidewire were removed as a system. There is potential for harm if it were to recur.